Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ins was in overdischarge due to patient compliance. However, the patient also reported challenges recharging the ins, specifically the length of time it took to recharge and the frequency of recharge. There were no known factors that led to the issue. The rep performed a physician recharge mode using the recharging system. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the recharger functioned normally during their encounter and no anomalies were found. The rep wasn¿t sure why the recharging was perceived to take long, but the patient¿s ins was programmed to high energy settings and he was allowing his device to run very low and near the point of discharge, which inherently makes the recharging process longer. The rep reported that this was resolved by reprogramming his ins settings to lower energy, which would reduce the frequency of recharging. The rep reported that additional education on the importance of keeping the ins charged adequately. The patient was understanding to the instructions and expectations regarding the amount of time it should take to recharge were addressed. No further complications were reported.